Event description:
It was reported that a 10.5 f peel-away introducer was used during a pacemaker implant. The sheath reportedly separated and became lodged in the pt's subclavian vein. The detached portion of the introducer had to be retrieved. St. Jude medical has been unsuccessful obtaining additional info regarding this event.